Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used.

Event description:
The customer's father reported via phone call indicating that insulin pump had a sensor anomaly. Customer's blood glucose was unknown mg/dl. Customer reports the sensors base remain on pedestal when serter is pulled away from the pedestal. The customer was advised there may have been a possible issue with the sensor base adhesive. The customer will send a replacement as well as canister to send back damaged sensor.